Event description:
It was reported that the patient's blood glucose level rose to between 16 mmol/l and 20 mmol/l (288 mg/dl and 360 mg/dl) while wearing the pod between 24 and 36 hours. The adhesive completely separated from the infusion site (abdomen) causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.